Event description:
It was reported that the patient received an inappropriate shock due to t-wave oversensing (twos). Follow up is currently in process for additional information. The lead remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the patient received an inappropriate shock due to t-wave oversensing (twos). It was further reported that follow up was attempted for additional information, but was unsuccessful. The lead remains in use. No further patient complications have been reported as a result of this event.